Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure, the catheter shaft separated. The catheter was successfully removed from the pt. No pt injuries or complications occurred.